Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission recorded noted that the right atrial (ra) lead exhibited noise oversensing resulting in intermittent inappropriate mode switch episodes. No changes or interventions were reported. There were no patient consequences.